Manufacturer narrative:
The account's biomed adjusted the brake pad to repair the bed.

Event description:
The account's biomed stated when the brakes are engaged, the bed seems to roll too easily. The brakes will lock and engage.